Manufacturer narrative:
Na

Event description:
The caller reported that there is a black burned and melted spot on the meter right below the laser window on the back side of the meter. The area reported starts at the laser window and continues down to the top of the battery door. The caller also noted the meter was powering down during use and that the rubber feet have rubbed off the back of the meter. The caller reported that the base units the meter was docked on do not show any signs of melting or burning. The caller stated the meter was not placed on any artificial heat source. There was no adverse event. The meter was requested to be returned and a replacement meter was shipped.

Manufacturer narrative:
The customer returned the accuchek inform ii meter (serial number (B)(4)). Upon investigation it was determined that no error was found. The reported black spot on the meter was an abrasion that was able to be removed with a moist cloth. There was no product problem found.